Manufacturer narrative:
Retainer ring=black. On (B)(6) 2021 customer called in with the following concern: insulin flow block alert. P-cap locked in place properly during testing. Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that from (B)(6) 2021 through (B)(6) 2021 multiple no delivery alarms were recorded. However, no alarms noted during testing. Proceed it by cutting device open and perform a visual inspection of connectors and electronic stack. During visual inspection, moisture damage noted in force sensor flex connector and moisture damage on the 40 pin flex connector noted that could of cause the insulin flow block alert. Force sensor zero offset within specification (22.6mv). No physical damage noted during visual inspection. In conclusion customer concerns were confirm utilizing download history to confirm multiple no delivery alarms and during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Customer stated they had tried all remedies. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.